Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging counterfeit product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2016). The control solution lot was incorrectly documented as verio control solution. The correct control solution is ultra control solution to which there is no counterfeit allegation.